Manufacturer narrative:
A follow-up will be submitted upon completion of our investigation.

Event description:
According to the information received, an attempt was made to close a defect using a 11mm amplatzer septal occluder (aso). The aso was deployed via tee guidance. A spot cine was taken prior to delivery sheath removal from the body and the aso embolized into the left ventricle (lv) position. The surgeon was called in to surgically remove the aso and close the defect. The patient did not have to be transferred to the o.r. And the procedure was performed in the hybrid cath lab. The patient was stable post procedure and transferred to the pediatric picu.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The 11mm amplatzer septal occluder was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded into and deployed from a test 7f torqvue loader without any deformities. Procedural images received included fluoroscopic images of balloon sizing and transesophageal echocardiogram (tee) of the procedure. Review of the images by sjm's medical consultant indicated that the size of the defect measured by fluoroscopy was 11.5 mm and 10.5mm by balloon sizing. An 11mm device was deployed and device prolapse occurred. Subsequently, proper placement was verified with a thin device profile which appeared to barely hang on the atrial septum. Based on the information received, we conclude this was not a device-related event, but more of a procedural or patient anatomical related event.